Event description:
Terumo medical received FDA medwatch report #mw5169146. The report describes an incident where the angio-seal closure device encountered deployment difficulties during a procedure. Fortunately, no patient harm occurred.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: requested, not provided. E1: establishment address: requested, not provided. E1: phone number: requested, not provided. E2: health professional: requested, not provided. E3: occupation: requested, not provided. The actual device is not available for return; therefore, an evaluation of the device could not be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).